Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). Field service specialist visited the account and checked the equipment. He checked the system and the variation test. He checked system according variation, fluence task list and clibrated pressure transfuser. System checked performance specification. System is in abbott specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during procedure treatment laser stopped firing. The procedure had to be aborted that day and was completed successfully on (B)(6) 2016.